Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced pain at the pocket site due to loss of weight and ineffective therapy due to lead migration and confirmed via x-ray that both leads migrated. As such, surgical intervention may be pending to address the issue.

Event description:
System was unable to enter MRI mode and having impedances issues. Additional information received indicated that patient underwent surgical intervention on (B)(6) 2025 wherein both the leads were explanted and replaced and ipg was repositioned reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.